Event description:
(B)(4). Received notification that a pt got a second degree burn on his right heel (5 cm) after wrong use of the active self warming blanket. The pt was anesthetized for hip replacement surgery. The burn was discovered after surgery, directly after removal of the product. The incident did prolong the pt's hospital stay, but it is unk how long.